Event description:
This spontaneous case was reported by a consumer and describes the occurrence of suicidal ideation ("distress, suicidal event") in an unspecified number of female patients who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "women with 3 or 4 inserts". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage ("inserts already broken"), suicidal ideation (seriousness criterion medically significant) and adverse event ("various incapacitating disorders"). At the time of the report, the device breakage, suicidal ideation and adverse event outcome was unknown. The reporter considered adverse event, device breakage and suicidal ideation to be related to essure. The reporter commented an article on a blog. Diagnostic results: plain abdominal films indecisive. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1652 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.